Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source's high intensity latch toggle did not stay on. The issue occurred during a procedure. There were no reports of patient harm, no delay, and the intended procedure was able to be successfully completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause of the reported event could not be definitively determined, it is presumed that the cause may be a failure of the slide switch. Olympus will continue to monitor field performance for this device.